Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The physician revised the patient's pocket site to a more comfortable location. Nothing was implanted or explanted and the patient is reportedly doing well.